Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when inserting the catheter, the user was unable to pass the catheter through the epidural needle further. Therefore, a new kit was used instead. There was no patient injury.

Event description:
It was reported that when inserting the catheter, the user was unable to pass the catheter through the epidural needle further. Therefore, a new kit was used instead. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. However, the device history record review performed on the epidural catheter yielded a potential relevant finding. Non conformance (B)(4) was created as a result of catheter not threading through needle for lot #'s 71c16d0196 and 71c16d0471. Although, nc (B)(4) is similar to this complaint, the od for the returned catheter was within specification and therefore is not a relevant finding. Also, the excess marker band material is a cosmetic blemish and does not affect the functionality of the catheter. The customer reported the catheter would not thread through the epidural needle. The customer returned opened kit (reference attached files (B)(4)). The epidural needle and epidural catheter were removed from the received kit. The components were visually examined with and without magnification. Visual examination of the returned needle revealed that the needle appears typical. The needle bevel appears polished and smooth with no observed burrs. The needle cannula appears typical. No defects or anomalies were observed. Visual examination of the returned catheter revealed that the catheter appears typical; however, microscopic examination revealed the catheter has excessive marker band material on the distal tip marker band (reference files (B)(4)). No other anomalies or defects were observed. A dimensional inspection was performed on the returned epidural needle. Inner diameter (ID) measurement of the returned needle revealed a value of 0.047" using pin gauges (c05157), which is within specification (0.46" minimum) per graphic j-05560-003, rev 9. A dimensional inspection was performed on the returned epidural. The outer diameter (od) of the returned catheter measured 1.05mm (caliper c05155) which is within the specification of a maximum of 1.115mm per graphic kz-05400-002; rev 9. However, the od measurement where the excessive marker band material was located at the distal tip is 1.09mm, which is still within specification. A functional test was performed by attempting to thread the returned catheter through the returned epidural needle. The catheter was thread at the distal end. The catheter can be inserted into the needle's cannula with slight resistance. After the initial insertion, the catheter passes through the needle with no resistance met. A drag test was performed per pip-013 using the returned components and a weight (c05406). The catheter could thread through the returned needle with no resistance met after the initial insertion. Specifications per graphic j-05560-003, rev 9 and kz-005400-002; rev 9 were reviewed as a part of this complaint investigation. A design history review was performed for part # j-005560-003 and kz-005400-002 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. A corrective action is not required at this time. Although, excessive marker band material can be seen on the distal tip, the od at the tip is within specification and the catheter can pass through the needle with some effort. The excess marker band material is a cosmetic blemish and does not affect the functionality of the catheter. The reported complaint of the catheter not threading through the needle could not be confirmed based on the sample received. A device history record review was performed on the epidural needle with no relevant findings. However, the device history record review performed on the epidural catheter yielded a potential relevant finding. Although, the returned catheter had excess marker band material on the distal tip, the od measurement of 1.09mm at the distal tip is still within specification and therefore, the finding is not relevant. Also, the returned catheter could be threaded with effort and advance through the returned needle as well as pass a functional drag test. Based on the test results, no dimensional or functional issues were found with the returned sample.